Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and menorrhagia ("heavy periods, menorrhagia") in a 23-year-old female patient who had essure (batch no. 627070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloated abdomen"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced scar ("gastrointestinal or digestive system condition type: bloated abdomen, other injury(ies) or complication(s) please describe: scar tissue from hysterectomy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("suffered painful post-operative recovery"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), hirsutism ("hormonal changes describe: body hair"), vulvovaginal pain ("vaginal pain") and adnexa uteri pain ("phantom pain in ovaries"). The patient was treated with surgery (B)(6) 2014, total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, procedural pain, abdominal pain lower, alopecia, abdominal pain, dyspareunia and female sexual dysfunction was resolving, the migraine, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and abdominal distension had resolved and the hirsutism, headache, allergy to metals, scar and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, headache, hirsutism, menorrhagia, migraine, pelvic pain, procedural pain, scar, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms from her doctor. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, patient symptoms are mostly resolved. Patient underwent a partial hysterectomy to remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and menorrhagia ("heavy periods, menorrhagia") in a 23-year-old female patient who had essure (batch no. 627070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloated abdomen"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced scar ("gastrointestinal or digestive system condition type: bloated abdomen, other injury(ies) or complication(s) please describe: scar tissue from hysterectomy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("suffered painful post-operative recovery"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), hirsutism ("hormonal changes describe: body hair"), vulvovaginal pain ("vaginal pain") and adnexa uteri pain ("phantom pain in ovaries"). The patient was treated with surgery ((B)(6) 2014, total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, procedural pain, abdominal pain lower, alopecia, abdominal pain, dyspareunia and female sexual dysfunction was resolving, the migraine, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and abdominal distension had resolved and the hirsutism, headache, allergy to metals, scar and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, headache, hirsutism, menorrhagia, migraine, pelvic pain, procedural pain, scar, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms from her doctor. Following the removal surgery, she suffered a painful post-operative recovery.since having the surgery, patient symptoms are mostly resolved. Patient underwent a partial hysterectomy to remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs and medical record received: lot number, reporter information, patient details, product information, events- body hair, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), headaches, nickel allergy, dysmenorrhea (cramping), vaginal discharge, bloated abdomen, scar tissue from hysterectomy, endometriosis, vaginal pain, phantom pain in ovaries were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("suffered painful post-operative recovery"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), menorrhagia ("heavy periods"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (in on (B)(6) 2014, underwent a partial hysterectomy to remove the essure coils). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, procedural pain, abdominal pain lower, alopecia, menorrhagia, abdominal pain, dyspareunia and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, menorrhagia, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms from her doctor. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, patient symptoms are mostly resolved. Patient underwent a partial hysterectomy to remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.